Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 40-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tubes'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 40-year-old female patient who had essure (batch no. A27189) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain pain"), depression ("depression"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss") and anxiety ("anxiety"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, back pain, depression, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight abnormal, alopecia, tooth loss and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight abnormal to be related to essure. Lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of fallopian tubes'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a 40-year-old female patient who had essure (batch no: a27189) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), depression ("depression"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss") and anxiety ("anxiety"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, device dislocation, pelvic pain, back pain, depression, genital haemorrhage, pregnancy with contraceptive device, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, weight abnormal, alopecia, tooth loss and anxiety outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight abnormal to be related to essure. Most recent follow-up information incorporated above includes: on 14-may-2021: legal claim received: lot number provided. The reason for "medical device removal" was provided, the following events were added into the case: abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight abnormal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 3 years 3 months after insertion of essure. The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of fallopian tubes"), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in a 40 year-old female patient who had essure inserted (lot no. A27189) for female sterilisation. Additional non-serious events are detailed below. An additional suspect product was macrogol. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of diarrhea, hyperthyroidism, anxiety, cholecystitis, migraine, gravida I, hypothyroidism, fatigue, mood change, loss of libido, irritability, bloating, headache and parity 1. Previously administered products included: mirena, oral contraceptive nos and depo provera. The patient had a family history of breast cancer. Concurrent conditions were listed as inflammatory bowel disease, hypothyroidism, muscle spasm, depression, irregular menstrual cycle, mood swings, prolonged heavy periods, abnormal uterine bleeding, coital bleeding, heavy periods and pelvic pain female. Concomitant products included acetaminophen (paracetamol) since (B)(6) 2017, levothyroxine since (B)(6) 2017, ibuprofen since (B)(6) 2014, tylenol (paracetamol) since (B)(6) 2014 and naproxen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017 the patient started macrogol 17 mg at an unspecified frequency. On unknown dates she experienced uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain pain"), depression ("depression"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss") and anxiety ("anxiety") and was found to have weight abnormal ("weight changes"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and cystoscopy).essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight abnormal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [cytology] on (B)(6) 2016: clinical history: prev. Abnormal pap. Colposcopy-2014- no diagnosis. Screen. Last menstrual period: (B)(6) 2016 specimen: cervical endocervical smear findings: negative for intraepithelial lesion or malignancy; on (B)(6) 2016: clinical history: abnormal bleeding specimen: cervical endocervical smear findings: negative for intraepithelial lesion or malignancy [gynaecological examination] on (B)(6) 2014: external genitalia are normal. Speculum was inserted and the cervix visualized which appeared grossly normal. There is eversion of the glandular cells. There is no discrete polyp that could be identified today. I did do some silver nitrate to the cervical cells to see whether this would promote squamous change. A bimanual was normal. She is also having abnormal uterine bleeding [hysterosalpingogram] on (B)(6) 2014: impression: optimal positioned intact ensure devices (interpretated as essure devices) without any evidence of contrast medium penetration or spillage in the peritoneal cavity [pathology test] on (B)(6) 2016: diagnosis: mixed inactive and proliferative endometrium. Specimen received: endometrium clinical history: abnormal uterine bleeding gross description: specimen site on container: endo bx fixative: formalin no; pieces: multiple size/volume/wt: 1.0 cm aggregate comments: hemorrhagic and mucoid material. Filtered and wrapped in lens paper. Cassettes: in toto; on (B)(6) 2017: diagnosis: uterus with cervix, and bilateral fallopian tubes: - cervix with inflammation, tubal metaplasia and reactive atypia, negative for intraepithelial lesion and malignancy - secretory endometrium, negative for hyperplasia and malignancy - minute intramural leiomyoma - serosal/subserosal endometriosis - congested fallopian tubes with "essure coils" in situ, and paratubal cysts specimen received: uterus, cervix + bilateral fallopian tubes clinical history: lavh for pelvic pain (prior essure tubal coils) gross description: the container is labeled "uterus, cervix, and bilateral fallopian tubes". The specimen consists of a uterus with cervix (1 20 g; 9.5 cm si x 6.0 cm lr x 4.5 cm ap), with attached bilateral fallopian tubes (left: 8.0 x 0.7 cm; right: 7.0 x 0.7 cm). The serosal surface is gray-tan , with fibrous and hemorrhagic adhesions on the anterior surface. The attached fallopian tubes are congested, with mild amount of paratubal cysts, ranging from 0.1-0.5 cm in greatest dimension. The fimbriated ends are identified. On opening the endometrium is 0.2-0.3 cm thick, mildly hemorrhagic [pregnancy test] on (B)(6) 2014: negative [ultrasound scan] on (B)(6) 2015: findings: the uterus is retroverted which measures 7.3 x 5.1 x 5.3cm in size and 103 ml in volume. Endometrial lining is smooth and homogeneous measuring up to 7 mm in thickness. Myometrium appears homogeneous no evidence of fibroids. Both ovaries are identified. No evidence of ovarian or adnexal mass. No evidence of free fluid in the pelvis. Incidental note is made of bilateral essure coils. Urinary bladder appears unremarkable; on (B)(6) 2016: there are multiple calculi in the gallbladder without gallbladder wall edema or biliary ductal dilatation. The liver, spleen, pancreas and kidneys are unremarkable in appearance. The aorta is normal in caliber. Impression: chotelithiasis.; on (B)(6) 2016: clinical information: laparoscopic cholecystectomy march 5. Chills and abdominal pain, nausea and vomiting. Retained stone? Findings: gallbladder: cholecystectomy. Trace of fluid in the gallbladder fossa. Other: the patient complained of some pain in the periumbilical region. Our evaluation of this region of the abdominal wail with a high-resolution linear transducer shows no abnormality. Interpretation: 1. No ductal dilatation. 2. Trace fluid in the gallbladder fossa of doubtful significance. No drain able collection detected; on (B)(6) 2017: history: left lower quadrant pain. Findings: the pulmonary parenchyma at the lung bases is clear. The gallbladder has been removed. There are bilateral adnexal cysts present. On the right side, there is a 2.1 cm cyst and on the left side, there is a 4.8 cm cyst. There is a physiologic amount of fluid in the cul-de-sac.; on (B)(6) 2018: clinical indication: rule out appendicitis. Findings: comparison is made with the examination from (B)(6) 2017. The appendix is unremarkable in appearance. There is no evidence of appendicitis. There is a fat halo sign involving the terminal ileum. This can be seen in the setting of obesity but can also be seen with chronic inflammation. There is a small amount of free fluid in the pelvic cul-de-sac. Impression: does the patient have symptomatology suggestive of chronic inflammatory disease of the distal small bowel? Lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-apr-2024: medical record received. Lab data including (surgical pathology report added) medical history, family history, patient details (date of birth & height), concomitant drug are added. New reporter (lawyer) added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.